Event description:
The customer contact reported during preventive maintenance testing the device alarmed with a s233 (over temperature error) malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm with a s233 malfunction alarm code; however, it was noted in the device history. During further testing it was noted the device fan was rotating very slowly and made abnormal noise. The probable cause for the customer reported s233 was a broken cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.